Event description:
Med device resource corp (mdrc) received copy of user facility report (uf#(B)(4)) that informed during a breast reduction surgery canister imploded. The report describes the problem as "device failed" (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Med device resource corp (mdrc) contacted ms. (B)(4), via telephone as well as electronic mail since receiving the MDR user facility report from FDA on (B)(4) 2014. Mdrc did not receive any info related to the product malfunction event from her. Ms (B)(4) forwarded our request to or staff on (B)(4) 2014 and informed us about the same via electronic mail. Mdrc has not received any info from the operating room staff. Mdrc requested our sales rep mr. (B)(4) to check with bayhealth. Mr. (B)(4) had a conversation with ms. (B)(4) at bayhealth on (B)(4) 2014, who informed him that ms. (B)(4) is unavailable as she is out on vacation. On (B)(4) 2014 mr. (B)(4) informed mdrc that bayhealth (mr (B)(6), clinical engineer) contacted him via telephone and informed that the canister mentioned in the user facility report did not implode. It was just the top lid of canister closing when aspirator was turned on. They actually used the canister (for the breast reduction procedure) in question.